Event description:
It was clarified that as of (B)(6) 2012 the new dosing was compounded fentanyl 1,999.6 mcg/d, compounded baclofen 79.98 mcg/d and compounded prialt is 5.3323 mcg/d.

Event description:
Additional information: device interrogation was done (B)(6) 2012 with normal results. It was further noted that the pump delivered lioresal baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the patient underwent a catheter revision.

Event description:
A catheter access port (cap) contrast study was done on (B)(6) 2012. The results were they couldn't aspirate during the side port access. The device was interrogated (B)(6) 2012; results were normal. Intervention was indicated as 13% decrease in infusion pump medications daily dosing. No signs or symptoms were reported. The outcome was noted as ongoing event. It was noted that the pump was delivering fentanyl, compounded baclofen and prialt. It was also noted the pump was delivering lioresal. It was unclear what drug was in the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8711, lot# n166069012, implanted: (B)(6) 2008, explanted: unk. Catheter model# 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. Catheter model# 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
Additional information received reported that the patient resolved without sequelae. The resolved date was noted to be (B)(6) 2013.